Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to unknown reason. Additional information was provided by the initial reporter that the lens was exchanged due to a hyperopic refractive surprise and the patient's vision was out of focus.